Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: a device history record review will not be done as this is not a serialize device. The device is being returned for evaluation. The length of time this device has been in server, number of times sterilized, type of sterilizer, cleaning agents, number of times used, has been asked but not answered to date.

Manufacturer narrative:
Evaluation summary attached: as received the cylindrical end is detached from the rod. Broken pieces are evident in the polysulfone plastic connection to the handle rod; the broken pieces are returned. Crazing is also noted in the cylindrical end. Two broken off piece are returned along the sizer. Both pieces fit together and match and complete the connection end. The replica end is attached to the rod and is intact. However, cracks and crazing are detected at polysulfone plastic connection to the handle rod. The returned device was examined visually and with a light microscope (B)(4), digital microscope (B)(4). Additional manufacturer narrative: the methods, number of cycles, detergents and parameters used for cleaning and sterilization were not disclosed by the customer. Without knowing the specific chemical agents the sizers were exposed to, or the cleaning and sterilization protocol followed by the hospital, or the number of times these devices were put through the cleaning and sterilization cycle, we are unable to make any comment regarding the durability for these specific devices or the root cause for this event.

Event description:
The customer reported that a heart valve sizer was used for sizing on (B)(6) 2011. During sizing, the sizer attached to the handle got broken and detached from the handle. Broken pieces were dropped in the operative field so that customer collected and removed the pieces. Customer reported no patient injury or complication as of (B)(6) 2011.